Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the audio bolus button was sticking. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings:the bolus button cover was intact. During testing, the bolus button responded properly and was not sticking.